Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by a getinge sales representative that during demonstration of the equipment at an exhibition, the cardiosave intra aortic balloon pump displayed a fan failure alarm. There was no patient involved at the time of the incident.